Manufacturer narrative:
The prograsp forceps was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was compared to an in-house golden instrument and found to be performing in the expected condition. The wiggle in the grip is part of the device design. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a vinci-assisted surgical gastric bypass procedure, the customer reported the prograsp force tips are loose. It¿s unknown how the case was completed with no reported injury.